Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem, h6 imf codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient continues to have high watt alarms although anticoagulation is within goal. Patient received an exchange to the competitors brand.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and correction. Corrected sections: -b5 desc evt problem: correction to remove "it was further reported that patient continues to have high watt alarms although anticoagulation is within goal. Patient received an exchange to the competitors brand." From the supplemental report submitted on (B)(6) 2021. This information has been captured and reported under MFR report number 3007042319-2021-06579. -h6 imf (annex f) health impact: corrected to remove code f1903 -h6 imf (annex f) health impact: corrected to remove code f1905 product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed an intermittent increase in power consumption and estimated flows on (B)(6) 2021. 13 low flow alarms were logged since (B)(6) 2021 and 15 high watt alarms were logged since (B)(6) 2021. Information received indicated that the patient had a ventricular assist device (vad) driveline infection and cultures were positive with multiple strains of bacteria. The patient was treated with antibiotics. While the patient was receiving antibiotics for the driveline infection, the vad exhibited high powers associated with the possible ingestion of a thrombus. The patient was admitted for evaluation. A computerized tomography (CT) and echocardiogram were performed with no significant findings. After admission, the vad exhibited no further high-power alarms and a diagnosis of thrombus could not be confirmed. No intervention was performed, and the patient was discharged after 24 hours. Additional information received from the site indicated that the vad was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, infection and device thrombus are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic with isolated high power alarms which could not be attributed to patient activity. The vad exhibited low flows and one high watt alarm occurred when the patient was ¿working out (bending at the waist)¿ and abated when the patient stopped moving and the second high watt alarm occurred while they were ¿as laughing (again bending at the waist)¿ that abated quickly. It was further reported that the patient ¿vibration at (their) chest at time of high watt alarms which lasted seconds¿ and they felt tired and weak. After admittance, the patient¿s anticoagulation was escalated. There was no clear source of clot on imaging and the power spikes continued despite escalation in anticoagulation. There was no elevation on labs indicating a clot such as lactate dehydrogenase (ldh) which was stable at 460-465 or plasma hemoglobin and there was not an obvious embolic event. It was also reported that the vad flow elevated to approximately ~11l indicating increased power and the vad ¿was thought to have a lower pitch/ have a more grinding quality to the sound.¿

Manufacturer narrative:
A supplemental report is being submitted for updated device evaluation and investigation completion. The product event summary has been revised. Revised product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power and low flow events were confirmed via review of the controller log files which revealed 10 low flow alarms and seven high watt alarms were logged between (B)(6) 2021. Information received indicated that the patient had a ventricular assist device (vad) driveline infection and cultures were positive with multiple strains of bacteria. The patient was treated with antibiotics. While the patient was receiving antibiotics for the driveline infection, the vad exhibited high powers associated with the possible ingestion of a thrombus. The patient was admitted for evaluation. A computerized tomography (CT) and echo-cardiogram were performed with no significant findings. After admission, the vad exhibited no further high-power alarms and a diagnosis of thrombus could not be confirmed. No intervention was performed, and the patient was discharged after 24 hours. Later, the patient experienced vibration at chest. Of note, there is no clear source of clot on imaging the power spikes continued despite escalation in anticoagulation. Additionally, there was no elevation on labs indicating a clot such as lactate dehydrogenase (ldh) or plasma hemoglobin and there was not an obvious embolic event. It was also reported that the vad was thought to have a lower pitch, have a more grinding quality to the sound. The reported abnormal vibrations/sounds could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation, the reported sound coming from the vad event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, infection and device thrombus are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted to correct the event date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the thrombus intervention and diagnostics, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular assist device (vad) driveline infection and cultures were (B)(6) with multiple strains of bacteria. The patient was treated with antibiotics. While the patient was receiving antibiotics for the driveline infection, the vad exhibited high powers associated with the possible ingestion of a thrombus. The patient was admitted for evaluation. A computerized tomography (CT) and echocardiogram were performed with no significant findings. After admission, the vad exhibited no further high power alarms and a diagnosis of thrombus could not be confirmed. No intervention was performed and the patient was discharged after 24 hours. The vad remains in use. No further patient complications have been reported as a result of this event.